Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5. D8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: chipped light guide bundle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image noise was caused by a chipped light guide bundle. The cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. . Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during maintenance.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had a connection error and noisy image. The issue was found during an unspecified procedure. There were no reports of patient harm.